Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? On the subcutis. What is the specific number of devices (total qty involved) of stratafix that were suture broken during this procedure? Since quantity of product involved is 3. The sales rep reported 3 devices. Lot number? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent a cardiovascular surgery on (B)(6) 2020 and barbed suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. Additional information was requested.